Event description:
The customer contacted baxter's technical service center regarding air in the patient line. The cg stated that she did not check the patient line before connecting. The tsr advised the cg to start over with new supplies. The cg said she wanted to try one more time. The tsr advised it would be best to start over with new supplies. The cg stated it was working then. The cg would continue to use the current setup and call back if an alarm occurred. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) . The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4).the event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).